Event description:
According to the reporter: immediately post operatively, patient was fine and had no indication of air leaks. The patient was released from the hospital 3 to 4 days post-operatively. Three to four days following release from the hospital, the patient presented in the surgeon's office with a pneumothorax. The patient was re-hospitalized for management or the air leak. The patient remains in the hospital as of (B)(6) 2012, and is being treated with a chest tube and sterilized talc. The patient's condition is improving. The surgeon has been a regular user of duet and this event is very unusual. The surgeon wants to be sure that this is not related to some of the issues that duet has had in the thoracic cavity with other patient's that caused the contra indication.

Manufacturer narrative:
(B)(4).